Event description:
Pt with a bicompartmental knee implant was revised to tkr.

Manufacturer narrative:
Pt with a bicompartmental knee implant was revised to a tkr. Revision reportedly occurred due to osteoarthritis progression in the lateral compartment of the knee. Review of the device history record indicates that the device was manufactured to specification. Eval summary: the femoral implant and tibial tray show no signs of damage or excess wear. The tibial inserts show very little wear overall. The complaint does not appear to be device related.